Event description:
It was reported that the ventricular lead impedance had gradually risen over 3000 ohms and the lead had no capture. The lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.